Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. D4 the manufacturing date for the reported device is prior to 24sept2016 so no UDI required.

Event description:
Philips received a complaint on an intellivue multi measurement server x2 indicating that there was an issue with the spo2 measurement. The device was in use on a patient at time of event; there was no adverse event reported.

Manufacturer narrative:
Additional information was received, clarifying that there was no inaccurate measurement; the customer's allegation was that the device failed to measure spo2. Analysis was performed by onsite service personnel which included functional testing to check the operation. The results of the analysis confirmed the system measured without any problems. Based on the results of the analysis, the product was confirmed to be operating per specifications, and the cause of the reported problem was not able to be established as the alleged malfunction was not observed. A review of the service history for this device shows the problem has not been reported again for this device. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation. Upon further review of the alleged issue, after receipt of new information, this would not be considered a reportable issue. When a parameter on the device fails or there is otherwise a technical problem with the parameter or the device, the module is designed to generate audible and viewable inop messages to alert users/caregivers to a potential issue. From a clinical perspective, the reported problem (intermittent spo2/no spo2 parameter/spo2 not working/not activated/switched off/loss of spo2/spo2 value obviously false or unexpected) would be immediately detectable by users during close observation of the patient, because the appearance is easily distinguished from normal monitoring. Use of the monitoring equipment in conjunction with close personal observation of the patient is expected as part of standard clinical practice, as described in our product labeling, shipped with the device. Under close personal surveillance, the reported problem would immediately prompt the clinical staff to verify the well-being of the patient.